Event description:
Account alleged that the hi/low runs down unintentionally.

Manufacturer narrative:
Account stated that the problem is due to a stuck switch in one of the head siderails. Account will be replacing the switch. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.